Event description:
It was reported that during setup at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation the reported event of overheating was duplicated. It was found that the sockets and motor cartridge were corroded. The socket corrosion was the probable cause of the reported overheating.